Event description:
It was reported that deployment issues occurred. The 80% stenosed, 45x10mm target lesion was located in the non-tortuous and mildly calcified left iliac vein. A 12x90/8fr wallstent® endoprosthesis stent was selected for use to treat the target lesion. Resistance was met while advancing the device. When the stent was partially deployed, the device became stuck. The physician could not deploy it further nor retrieve it back into the sheath. Eventually, after multi operation, the stent was retrieved back into the sheath and was removed form the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned to the complaint investigation site with the stent partially deployed by 83mm. During the product analysis the investigator was unable to reconstrain the stent of the device; however the investigator was able to deploy the remainder of the stent without issue. The investigator identified no issues with the profile of the stent, it was noted however that the inner was kinked. This damage may have occurred during attempts to reconstrain the stent of the device. There were no other kinks or damage identified along the length of the catheter. A visual examination of the returned device confirmed that the outer sheath was kinked distal 130mmm distal to the t-bar connector. Additionally it was noted that the proximal end of the outer sheath was accordioned at several positions. This type of damage is consistent with excessive force being applied to the delivery system possibly during attempts at deployment. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment issues occurred. The 80% stenosed, 45x10mm target lesion was located in the non-tortuous and mildly calcified left iliac vein. A 12x90/8fr wallstent® endoprosthesis stent was selected for use to treat the target lesion. Resistance was met while advancing the device. When the stent was partially deployed, the device became stuck. The physician could not deploy it further nor retrieve it back into the sheath. Eventually, after multi operation, the stent was retrieved back into the sheath and was removed form the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.